Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had pump error a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown. Customer stated that the alarm was not clear. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed a35 during rewind, problem isolated to mother board. Unable to perform displacement test, prime / a33 test, occlusion test, basic occlusion test, excessive no delivery test or verify e70 error alarms due to a35 alarms. The motor was tested outside the device and passed.